Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the healing abutment (teha4565) would not seat. They believe the threads of the screw portion is stripped. They were able to seat another healing abutment.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One tsv¿ bellatek® encode® healing abutment (teha4565) was returned for inspection the abutment and screw show signs of wear and debris consistent with use. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and one related complaint for this product lot was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. The complaint reported that the abutment would not seat in the patient's mouth. The reported event is unconfirmed based on functional testing. The event could not be recreated when seated with an in house implant. Further, the implant indicated in the complaint was not returned for inspection. A root cause for this complaint could not be determined. The following sections have been updated: device identification: expiration date, UDI: (B)(4). Device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.